Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012 the patient underwent following procedures, removal of posterior segmental spinal instrumentation, l2-3, l3-4, l4-5. Exploration osteotomy with bilateral total facetectomies and laminectomy, l2-3. Extension osteotomy with bilateral total face tectomies and wide laminectomy, l4-5. Extension osteotomy with bilateral total facetectomies and laminectomy, l5 to s1. Revision posterior spinal fusion, l2 to l3, l4 to l5 and l5 to s1. Revision posterior segmental spinal instrumentation, l2 to l3, l3 to l4, l4 to l5 and l5 to s1. Placement of rhbmp-2 l2-3, l4-5 and l5-s1. Placement of bone allograft matrix, l2-3, l4-5 and l5-s1. Somatosensory evoked posterior (ssep), motor evoked potential (mep) and electromygraphic (emg) monitoring with screw stimulation. Fluoroscopic guidance, evaluation and interpretation, lumbar spine. Preoperative diagnosis: chronic low back pain, lumbar spondylosis. Flat back deformity with sagittal imbalance. Status post lumbar decompression stabilization placement of pek cages, l2-3 and l4-5. Status post spinal fusion procedure, l2-3 and l4-5. Status post posterior segmental spinous instrumentation. L2 to l3, l3 to l4 and l4-5. As per op notes: ¿a large kit of rhbmp-2, which had been prepared with bone morphogenic protein for approximately 20 mins prior to implantation was cut longitudinally into fours. Rhbmp-2 was laid over the decorticated surfaces of the posterolateral gutters across down to s1, as well as bags of bone allograft matrix with corresponding rhbmp-2 kit. Similarly, a pair of bags of bone matrix with closely opposed stripe of rhbmp-2 were deposited over the posterior surfaces across the sites across l4 to l5 and l5 to s1 bilaterally. Local bone graft material obtained from the osteotomy site was moreslized and deposited over the posterolateral gutters bilaterally over such bone graft.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.